Manufacturer narrative:
Concomitant medical products: product ID vedr01 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had high unipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had been "feeling like a zombie" and was driving when the car accelerated and hit a wall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.